Event description:
It was reported patient underwent a labral repair on (B)(6) 2013. During the procedure, the anchor would not seat properly and when the inserter was removed to reload the anchor, it appeared to be fractured. It is unknown whether the patient retained the fractured piece. As a result, another juggerknot was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found piece fractured due to inadvertent error in position of the device. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."